Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery(rca). Following the insertion of a non-bsc guide wire and guide catheter, a 15mm x 3.00mm nc quantum apex¿ balloon catheter was selected for use to predilate the lesion. Upon an unknown number of inflation, the balloon ruptured at an unknown pressure. The device was retrieved intact and the procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of nc quantum apex catheter with no other devices. Magnified inspection revealed a pinhole in the balloon wall 7mm from the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery(rca). Following the insertion of a non-bsc guide wire and guide catheter, a 15mm x 3.00mm nc quantum apex¿ balloon catheter was selected for use to predilate the lesion. Upon an unknown number of inflation, the balloon ruptured at an unknown pressure. The device was retrieved intact and the procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.